Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality control (qc) was within range on the day the event occurred. The ccc specialist instructed the customer to replace and align reagent probe 1 tip and the sample probe tip. The ccc specialist instructed the customer to perform maintenance of the heterogeneous module (hm), run system check and quality control (qc). The customer then reran the patient sample, resulting satisfactory. The cause of the discordant, falsely low hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher and was consistent with the patient's clinical history. The corrected result was reported to the physician(s). A new draw performed four days after, resulted higher and was consistent with the patient's diagnosis. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.